Event description:
Pt states that both his solis pumps were not allowing him to receive the full infusion dose/rate. Patient states that both solis pumps had two "white rectangle pegs" sticking out and were pinching the cassette tubing. Patient recently switched to solis pumps from legacy pumps. Patient was able to resume his infusion using his old legacy pumps not returned to us yet. Patient also reported some nausea/stomach upset but that it is better since restarting the full infusion with his legacy pump. Patient states that he experiences these symptoms any time he doesn't receive his full dose. Patient believes that he may have been receiving a partial dose (through the pinched tubing) for approximately 15 minutes. Affected solis pump serial numbers (B)(6). If provided on the form, the product lot number and expiration were systematically retrieved from the dispensing system. Did the reported fault occur while in use with the pt? Yes; if yes, was any medical intervention provided? No; did we [MFR] replace the device? Yes. Reference report mw5170749.